Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
A battery performance alert (bpa) due to a transient drop in the battery voltage that is consistent with battery depletion associated with lithium clusters was detected. However, since the battery voltage trend and the overall expected longevity of the device was normal, premature battery depletion could not be confirmed.